Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the delivery system. The valve was removed from the delivery system. The valve was discolored showing evidence of blood contact. As received, all leaflets were in a partially closed position with a gap between the free margins. All leaflets were flexible with signs of deep creases. All commissures were intact. The frame was received in a crimped state with the inflow exhibiting a reniform appearance. The valve was submerged in body-temp (approximate 37 celsius) saline. The valve expanded; however, appeared to maintain a compressed condition. It is possible the compressed state was associated with the valve being in the crimped state for an extended period of time. Due to the return condition of the valve, loading and deployment simulations were not performed. Image review: images were submitted to medtronic for review. One static image, two media files and a mpxr questionnaire were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and determined inconclusive due to poor imaging. Medtronic recommends to slowly rotate the capsule 360° while using ap, high resolution imaging at increased magnification for the inspection. In this case, a video loop of the fluoroscopic valve load inspection would be required to properly assess the load. However, an infold was only reported after the second deployment attempt. Of note, a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a procedural delay of approximately 10 minutes occurred because of the infold. Per the physician, the patient's annular calcification contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011995332); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced loader. Fluoroscopic check did not show any crown overlap. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 non-compliant balloon. The first valve position was considered too high, so the valve was recaptured. During the second deployment, at 80%, the patient's blood pressure remained low and did not get any higher. Fluoroscopic check showed an infolding of the valve, therefore the valve was recaptured and removed. A second valve was loaded and placed without any problems. No adverse patient effects were reported.